Event description:
The customer reported that the pump battery was depleting too quickly, which led to a shutdown of the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl during the event. Technical support instructed the customer to uninstall and reinstall the mobile app and advised them to follow up if battery depletion exceeded 35% per day. The customer understood and acknowledged these instructions.